Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the ax55g staples did not form normally. A competitor's instrument was used to complete the case. There was no consequence to the pt.